Event description:
It was reported that the patient underwent surgery to implant the anterior cervical plate fixation. The x-ray was elected not to be taken after the fixation crews were implanted. At two week post op follow up visit, the x-rays taken found that two screws appeared to have moved forward. No patient complaint was reported.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.